Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was noted that the pump emitted a cs 069 service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2: date of submission: 03/16/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/10/2016 with the following findings: a review of the pump¿s black box revealed multiple call service 056 alarms. The pump powered up to a cs 069 alarm. The cs 069 complaint was able to be duplicated during the investigation. The pump¿s cover was removed and there was no intermittent condition found to the printed circuit board. Technical analysis revealed an eeprom failure.

Manufacturer narrative:
Follow-up #3 date of submission 03/16/2016-correction to device analysis:the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings:during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).

Manufacturer narrative:
Follow-up #1: date of submission 12/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/05/2015 with the following findings: during testing, the pump was powered on and emitted a cs 069 call service alarm immediately upon power up. The call service alarm was recorded in the black box data as a cs 087 failure, indicating a language file corruption due to a failed u39 component on the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.